Manufacturer narrative:
.

Manufacturer narrative:
The initial report inadvertently reported the incorrect contact information.

Event description:
It was reported that the patient has experienced voice hoarseness. The patient was last seen (B)(6) 2015 and had become more hoarse over the last 2-3 weeks from the time of the report. It was reported that the patient was now unable to speak. The patient has always had tolerable hoarseness due to the stimulation, but sometime after the recent generator replacement in (B)(6) 2014 her voice has progressively gotten worse. When she was evaluated by an ent, it was indicated that the ent assessed that the right vocal cord does not work. The patient noted that she does have thyroid issues per diagnostic testing, but it was not clear at the time of the report if this is related. Good faith attempts for additional, relevant information have been unsuccessful to date.